Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, yellow particles, curved opening, weight within specification, fold creases. A microscopic analysis was performed which identified, curved striated opening on anterior side assessed, as surgical damage. Based on the device analysis, the final assessment is: a curved striated opening assessed, as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left side "strong pain". Additionally, patient reported, "broken implant". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "strong pain." Additionally, patient reported "broken implant." Device has been explanted.